Manufacturer narrative:
It was reported that the valves leaflets opened and closed abnormally during procedure so the valve was removed and replaced. Field indicated that the valve leaflets were moving normally during preparation. Also reported that the explanted valve was tested and leaflets were moving normally. No anomalies were found with the valve leaflets upon return to abbott, and functional testing including hydrodynamic testing showed indicated the valve functioned normally. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications including functioning of the valve. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm masters valve was selected for implant. During prep, the valve leaflets were moving normally. During the heart replacement procedure, the physician discovered that the valves leaflets opened and closed abnormally. The valve was removed and replaced with another 27mm masters valve to resolve the event without removing the patient from bypass. The explanted valve was tested and leaflets were moving normally. There was no clinically significant delay during the procedure.

Event description:
It was reported that on 24 jul. 2024, a 27mm masters valve was selected for implant. During prep, the valve leaflets were moving normally. During the heart replacement procedure, the physician discovered that the valves leaflets opened and closed abnormally. The valve was removed and replaced with another 27mm masters valve to resolve the event without removing the patient from bypass. The explanted valve was tested and leaflets were moving normally. There was no clinically significant delay during the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.